Manufacturer narrative:
Correction: unique device identification (UDI) updated to proper value. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that they replaced the hand-switch to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect hand-switch has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while performing a 3d acquisition in a spinal fusion, the acquisition was terminated prematurely after about eight seconds. The site them completed a second acquisition with the foot-switch. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
Correction: during the on-site system testing it was also found that the hand-switch had been dropped and cracked in half.